Event description:
The MFR rec'd info alleging a thin layer of a green tinted substance was present within a 30ml oral/enteral syringe. The syringe was not placed into pt use and there was no pt harm or injury. The MFR is currently investigating this issue and will file a f/u report when the investigation is complete.